Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: controller ((B)(6)) was not returned for evaluation. Log file analysis revealed three (3) vad disconnect alarms on (B)(6) 2022 at 18:43:47, 18:44:43, and 18:46:42 indicating a physical disconnection of the driveline from the controller. One controller power up event with an associated pump start event was logged on (B)(6) 2022 at 18:46:36. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point with the pump connected since (B)(6) 2021 was logged on (B)(6) 2022 at 18:47:10, indicating that the power up event and the vad disconnect alarms occurred during a controller exchange. An additional vad disconnect alarm was recorded on (B)(6) 2022 at 13:40:06, indicating a physical disconnection of the driveline from the controller. As a result, the reported bent pins event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - a patient information: updated pt. Identifier, age at event, date of birth, and sex - d suspect medical device: received the controller serial number and updated expiration date, serial #, and unique identifier (UDI) # in relation to the device - e initial reporter: updated the initial reporter from jessica dycus to jessica fry. In addition, updated the facility name, street 1, city, region, postal code, and occupation. - h4 device mfg date: updated to include the manufacturing date of the device investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the controller serial number, patient information and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the controller had bent pins in the data port and in one battery port. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a second controller was "involved" in the reported controller with bent pins incident.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The b5.desc evt problem and h10. Addt. Manufacturer for MDR has been updated with the additional controller information. D1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 18-nov-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 15-oct-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a26 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: two controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing; no bent pins were observed. Failure analysis of (B)(6) revealed bent pins in both power port two (2) and the serial port. The bent pins within the power port did not allow a power source to properly connect to the controller, and the bent pins within the serial port did not allow a data cable to properly connect to the controller. Supplemental testing was performed to align the pins in the serial port; the controller was then able to connect to a data cable and log files were successfully downloaded. As a result, the reported bent pins event was confirmed for (B)(6). The reported event could not be confirmed for (B)(6). Log file analysis revealed that (B)(6) was initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm on (B)(6) 2022 at 18:21:52, indicating a physical disconnection of the driveline from the controller, which likely corresponds with the reported controller exchange. A controller power-up event was logged at 18:28:29, and an additional vad disconnect alarm was subsequently logged at 18:28:37, indicating that the controller was powered up without the driveline connected, likely during troubleshooting. Review of the controller log files associated with (B)(6) revealed controller power-up events on (B)(6) 2022 at 18:43:21, 18:44:36, and 18:46:36, with subsequent vad disconnect alarms logged at 18:43:27, 18:44:43, and 18:46:42, respectively, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 18:46:50, indicating that the driveline was connected to the controller, after which a successful motor start event was recorded. Review of the data log file revealed that (B)(6) was not in use prior to the controller power-up events; the first data point since (B)(6) 2021 was logged on (B)(6) 2022 at 18:47:10, indicating that the power-up events and vad disconnect alarms occurred during a controller exchange. An additional vad disconnect alarm was recorded on (B)(6) 2022 at 13:40:06, indicating a physical disconnection of the driveline from the controller. Based on an investig ation conducted under CAPA pr00384004, the root cause of bent socket pins within the power port and within the serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power sources and data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: d1: controller d4: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation, an update to investigation completion and a correction. G2 report source: health professional was inadvertently omitted. Revised product event summary: controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. No bent pins were observed. As a result, the reported bent pins event could not be confirmed. Log file analysis revealed three (3) vad disconnect alarms on (B)(6) 2022 at 18:43:47, 18:44:43, and 18:46:42 indicating a physical disconnection of the driveline from the controller. One controller power up event with an associated pump start event was logged on (B)(6) 2022 at 18:46:36. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point with the pump connected since (B)(6) 2021 was logged on (B)(6) 2022 at 18:47:10, indicating that the power up event and the vad disconnect alarms occurred during a controller exchange. An additional vad disconnect alarm was recorded on (B)(6) 2022 at 13:40:06, indicating a physical disconnection of the driveline from the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: date MFR rec: changed the date from 09-may-2023 to 08-may-2023 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.